Event description:
It was reported that the pt has often been experiencing elevated blood glucose levels. The infusion device has occasionally displayed e4 (occlusion error). The pt attempted to correct the frequent elevated blood glucose levels by adjusting the basal rate, but it was unsuccessful. On (B)(6) 2011, the pt felt sick and was vomiting. She went to the hospital with pneumonia and a blood glucose level of 579 mg/dl and ketosis. Product replaced and was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.